Manufacturer narrative:
The device history record for lot: cm3058002 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not available for return. A review of the device history record is in-progress. All information reasonably known as of 08 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
Medwatch/ FDA user facility mw report mw5150921 reported, "during an emergency situation, when utilizing the 3.0 microcuff endotracheal tube for pediatrics, the cap that connects [the] device to the artificial manual breathing unit (ambu bag) was popping off during ventilation of patient. [The] patient required reintubation with different endotracheal tube to continue ventilation process." An unspecified respiratory problem, "life threatening", was noted, which required intervention; the patient¿s current condition was not reported.